Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that 10 days after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient reported that he was lifting heavy cabinets when he heard a pop. The next day his device pocket swelled up. Rather than going to see the implanting physician, the patient went to (B)(4) for two weeks. When he returned, he had an infection. The patient was hospitalized and treated with intravenous antibiotics and the s-ICD system was subsequently explanted. No additional adverse patient effects were reported.